Manufacturer narrative:
Correction: d.4 and h.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, access was obtained via the left femoral artery w hich had a vascular diameter of approximately 5 mm. A 14 fr introducer sheath was inserted into the patient. The valve was implanted in the patient. During hemostasis, the suture of the suture mediated closure system was not properly engaged. Subsequently, final a ngiography revealed an occlusion at the puncture site. Surgical intervention was performed. Additional information was received that a percutaneous coronary intervention (pci) was performed in the left coronary artery due to peripheral blood vessel thromboembolism. A dissection was also noted a the left common femoral artery puncture site. No treatment for the dissection was reported. It was reported that the pci was a planned intervention. Of note, the patient may have had stenosis and there was a lesion of "therapeutic indications." Additional information was received indicating that the thromboembolism was present prior to the valve implant procedure and that the pci was performed an unknown amount of time after the procedure. Neither the valve nor the delivery catheter system (dcs) contributed to the thromboembolism. The cause of the dissection at the left common femoral artery was poor action of the non-medtronic suture-mediated closure device. Per the physician, it is not possible to say definitively whether the dcs also contributed to the dissection. Surgical intervention was required for the dissection. Of note, the lesion of therapeutic indications refers to a pre-existing condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Product ID: l-evolutfx-2329 (lot: 0012286106); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, access was obtained via the left femoral artery which had a vascular diameter of approximately 5 mm. A 14 fr introducer sheath was inserted into the patient. The valve was implanted in the patient. During hemostasis, the suture of the suture mediated closure system was not properly engaged. Subsequently, final angiography revealed an occlusion at the puncture site. Surgical intervention was performed.

Manufacturer narrative:
Corrected data: d4 - device manufacture date corrected from blank to (B)(6) 2024. Updated data: b5 h6 this event was identified as a duplicate to regulatory report 2025587-2025-03602. If any additional information is received, subsequent follow up reports will be captured under this regulatory report (2025587-2025-01869). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a percutaneous coronary intervention (pci) was performed in the left coronary artery due to peripheral blood vessel thromboembolism. A dissection was also noted a the left common femoral artery puncture site. No treatment for the dissection was reported. It was reported that the pci was a planned intervention. Of note, the patient may have had stenosis and there was a lesion of "therapeutic indications."